Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set blood access post-pump line was perforated near the filter screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the tubing of a prismaflex m150 set approximately nine (9) hours after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.